Manufacturer narrative:
The pipeline delivery system (pushwire) was returned for evaluation without the pipeline and separated into two segments (distal and proximal). Eight pieces of coating flake were returned with lengths between .12 to .32 inches and widths of .014 to .059 inches. Per the event description, the pipeline delivery system (pushwire) was cut to remove the distal wire without pulling it through the microcatheter. The distal segment was measured approximately 11.0 cm. The proximal segment was measured approximately 169.0 cm. The pushwire was received with the pin-vise (torquing device) clamped at approximately 21.0 cm from the proximal end. The capture coil was found damaged. No bends were observed on the returned pushwire. The coating of the entire pushwire length was examined for coating integrity and the ptfe coating was found scraped at several locations. Based on the evaluation, the coating appeared to be damaged by mechanical scraping and abrasion or force (pin vise, rotating hemostatic valve, etc.). The lot history record review of the reported lot number showed no discrepancies that might have contributed to the reported experience. All products are 100% inspected for damage and irregularities during manufacture. Coating delamination.

Event description:
Medtronic (covidien) received information that during a flow diversion treatment of two unruptured aneurysms located at left posterior communicating (pcom) segment and left cavernous segment of the internal carotid artery with a pipeline embolization device, the physician noticed that some coating separated from the pipeline pushwire. It was reported that the coating was coming off from proximal and distal end of pusher wire. The physician loaded the microcatheter and wire at the same time. It was reported that the patient¿s anatomy was extremely torturous but that the physician did not complain about excessive force to deploy the pipeline. The pipeline was implanted in the ophthalmic segment. It was reported that the distal delivery wire was cut to be able to remove the distal wire and capture coil without pulling through the microcatheter. A headway 27 microcatheter was used with the pipeline. The left pcom aneurysm was reported to be 5.5 mm in size, irregular, with landing zone of supraclinoid. The left cavernous aneurysm was reported to be 14 mm in size with no real neck and landing zone of cavernous/petrous segment. Initially, it was reported that the patient was not injured. Subsequently, it was reported that the patient developed right side weakness one day after the procedure. MRI (magnetic resonance imaging) was performed on the same day and it showed diffusion weighted imaging (dwi) "hits". Nine days post procedure the patient was reported to be improving to normal functions. The patient received plavix, aspirin, and heparin.